Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that films found that the rod slipped out of the s1 screw on the patients left side. The patient underwent a revision surgery in which the rod and set screw were replaced. No additional patient complications were reported.

Manufacturer narrative:
The rod was returned bent ¿125°s. The set screw appears to have been tighten down but there is damage to the edge of the set screw face indicating that the side of the screw made contact with the rod and not just the face. Witness marks on the rod also point to the set screw being place in the middle of the bend. The above is consistent with the set screw not being seated proper on the rod do to the bend.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however films were supplied for review which found: complex fusion l4, l5, s1 is seen with segmental pedicle screws. On the left side of the x-ray the s1 multiaxial screw has dissociated from the rod. The rods are noted to be severely contoured, to the point where the rod/screw angle thus created could exceed the ability of the tulip portion of the screw to accommodate. This would lead to incomplete seating of the rod screw interface and loosening.